Manufacturer narrative:
(B)(4). Examination of the returned instrument confirms the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to the construction, instrument can¿t be cleaned properly and contains residues of protein after the proper reprocessing.